Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ei1-a-55 was not retaining or displaying recent patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it had been determined that the station was not retaining or displaying recent patients. A technical support specialist (tss) had acquired the maintenance json file from a working device via background transfer, logged into the corrupted station as carefusion admin, replaced the corrupted stations json file, and restarted the maintenance service. The service was able to start, and patients were displaying as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ei1-a-55 was not retaining or displaying recent patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.